Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced severe pain, discharge, infection, inflammation, recurrence, pulling sensation, chills, nausea, vomiting, tenderness and excision of mesh. After treatment, the patient experienced revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced emotional distress, mental pain, defective mesh, disability, loss of enjoyment of life, permanent impairment, infections, bowel problems, severe pain, discharge, infection, inflammation, recurrence, pulling sensation, chills, nausea, vomiting, and tenderness. Post-operative patient treatment included revision surgery and excision of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.